Manufacturer narrative:
Product event summary: the lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that the right ventricular lead demonstrated non-capture with asystole/pauses and noise inhibiting left ventricular pacing. It was determined the lead was dislodged. The lead was repositioned. The following day the lead demonstrated elevated thresholds and was again found to be dislodged. The physician questioned the integrity of the helix mechanism due to the hesitancy of deployment. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2010-(B)(6), 4543 competitor implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.